Event description:
During an intramedullary femoral rodding procedure a 3.2x450mm k-wire was used to facilitate the insertion of a screw. Upon removal of the k-wire, it was noted that the tip of the k-wire had broken off into the bone. C-arm was used for the case and a small fragment which appeared to be the tip was visualized. Md stated that he would not be able to retrieve the small fragment without causing further co-morbidities. The fragment was said to measure 3.2x8mm.